Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard cruciate retaining porous ha femur - right 65 mm, item #: 167028, lot #: 3244932; vanguard cr tibial bearing, item #: 183422, lot #: unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00338 and 0001825034-2017-03230.

Event description:
It was reported that following a total knee arthroplasty, the patient was revised due to instability. It was noted that the patient had multiple soft tissue reconstructions prior to the revision surgery. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Without the opportunity to examine the complaint product, the root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.